Event description:
Pt fell and injured self. Came to dr. For a checkup. Dr. Looked pt over and sent pt home. Pt then came to dr. Later and plate was broken. It has been removed and specialty coordinator has it. Device is being sent.